Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode. The device was reportedly exposed to cardioversion one week previous. A software download was successful, but the device was replaced the next day.